Manufacturer narrative:
The connector pin diameter was noted to be out of specification, consistent with the field observation of connection insertion difficulty.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine implant, the lead was unable to be inserted into the device header. High pacing lead impedance was observed. The lead was not implanted and was replaced. Patient condition was stable.